Manufacturer narrative:
An investigation was performed and the returned parts were tested and revealed that the viscosity was according to the specification. The complaint percentage was calculated, and it is determined that the complaint percentage falls within the design risk limits adhered to at klm. During the investigation the product lot number identified was reviewed in the device history records. The DHR review showed no discrepancies or anomalies. The investigation results conclude that the root cause is patient related as no device issue was found. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted. Manufacturing date: 33257038 2018-06-20, 33261985 2018-07-25, 33240736 2018-03-12.

Manufacturer narrative:
Related: MDR 9610905-2019-00137, MDR 9610905-2019-00138.

Manufacturer narrative:
(B)(4). Reference exemption number e2017029. Product lot numbers: 33257038, 33257038, 33261985, 33240736.

Event description:
It was reported the pins were removed due to patient condition.

Manufacturer narrative:
An investigation was performed on the basis of complaint statistics as no device was returned for evaluation. The failure root cause cannot be determined due to the device not being returned. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted. An investigation was performed on the basis of complaint statistics as no device was returned for evaluation. The complaint percentage was calculated, and it is determined that the complaint percentage falls within the design risk limits adhered to at klm. During the investigation the product lot number was not identified; therefore, the device history records were not reviewed. The failure root cause cannot be determined due to the device not being returned. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.